Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6), 2013 due to an infection at the implant site.

Manufacturer narrative:
The device is not available for analysis. This report is filed march 18, 2014.